Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was unknown. They stated tech support said the most likely cause was the lead had moved out of the header or there was fluid in the header. The patient is scheduled to go back to the or to have lead disconnected and reconnected to stimulator. The cause of settings cannot be achieved message was not known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had been trying different programs to see which one would work better for them. Patient stated that with any program they picked, they tried to increase the therapy and they would get a message that they had reached their maximum setting and the therapy could not be increased. Agent asked patient if this had been happening with all the programs and patient said yes. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the manufacturer representative (rep) on 2024-oct-16. The rep repeated the information that was already reported by the patient. Technical services discussed the issue with the rep. Additional information was received from the manufacturing representative. The mdt rep reported high impedance issue on all contacts. Rep reported the patient (pt) is getting the settings cannot be achieved message at about 0.8 ma. Rep said the issue began about 30 days ago. Rep will meet with the patient for troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.